Event description:
Reportedly, during the f/u performed on (B)(6) 2013, the device was found operating in vvi mode at 70min-1 with the ventricular pacing amplitude at 5v. Note that on (B)(6) 2012, it was operating in safer-r mode. In addition, the atrial fibrillation curve was displayed in device memory whereas the statistics showed only the ones related to the ventricular channel. Preliminary analysis revealed that the nominal settings were programmed because the user pressed the emergency button located on the programming interface.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.